Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). No external power alarms consistent with a loss of ac power were active on (B)(6) 2023 from 01:41:04 ¿ 01:41:08. The alarms occurred while the controller was connected to the mobile power unit (mpu) and cleared once power was restored. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on (B)(6) 2023 stated that the cause of the no external power alarms was unknown. The mpu has a v-lock connector. It is unknown if there were any environmental circumstances, or if the ac power cord came loose from the back of the unit or the outlet. No products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported an alarm that lasted a couple of seconds on (B)(6) 2023 at 01:40:00. In the clinic, the alarms were unable to be recreated by manipulating the system controller power leads and the mobile power unit (mpu) power leads. Log files were submitted for review. The log captured no external power alarms while connected to the mpu on (B)(6) 2023 at 01:41:08. The no external power event was the result of either the power cord coming loose from the mpu or the wall outlet, or a home power interruption. The cause of the no external power event was not identified. It was noted that the mpu had a v-lock connector on the alternating current (ac) power cord and it was unknown if the ac power cord came loose from the wall or the back of the mpu or if there were any environmental circumstances that would have affected the ac power at the time of the event. It was noted the pump is functioning as intended. Related manufacturer reference number: (B)(4) system controller

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.